Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation which found brown foreign material adhered in air/water cylinder. We could not specify the cause of the foreign material remaining from the information obtained. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction that the event in which air/water could not be supplied due to the damper phenomenon had occurred at another facility in the past. The cause of this was that the user was operating the product by frequently and repeatedly releasing small amount of gas and water. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: gif-xp290n IFU operation manual ¿important information ¿ please read before use¿ ¿chapter 3 preparation and inspection_3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿. ¿chapter 5 troubleshooting_5.2 how to identify irregularity and countermeasures against troubles¿, reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign materials in the air/water cylinder. There was no patient involvement.